Event description:
The customer's mother reported via phone call that the insulin pump had a button error alarm. Caller did not recall any significant events leading up to the issue. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube window.